Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During the procedure, when the capio device was pulled out of the patient, it was defined that the dart had detached from the suture. To ensure nothing was left inside the patient, an x-ray was performed. The capio device was examined, and a knife and a hypodermic needle were used to find the needle in the head (bottom) part of the device. Although there was a delay in the surgery and required more time under anesthesia, there is no information as to how the procedure was completed. X-rays were needed to ensure no needle or dart was left inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.